Event description:
As reported by edwards affiliates in italy, during a transfemoral transcatheter aortic valve replacement procedure using a 29 mm sapien 3 valve, the balloon of the commander delivery system burst during valve deployment with 1 cc overfill. The burst occurred while the balloon was held inflated for the standard five seconds. There were no issues with valve placement, and the valve was released in the correct position. The balloon rupture was longitudinal in nature, and the system was withdrawn from the patient without complication. At the conclusion of the procedure, the patient was reported to be stable. The device was discarded at the hospital.

Manufacturer narrative:
The investigation is ongoing.